Event description:
It was reported that the customer experienced a power source alert with their t:slim x2 pump, as the battery would not charge.. There was no reported adverse impact. To resolve the issue, the customer switched to a different non-tandem wall adapter while continuing to use the tandem charging cable. Technical support informed the customer that non-tandem charging supplies are not recommended unless for troubleshooting, and acknowledged the customer¿s understanding. Technical support proceeded to send a replacement tandem wall adapter via two-day shipping, and the pump began charging thereafter, requiring no further assistance.